Event description:
A nurse manager reported a patient experienced a corneal burn during cataract surgery. The case was aborted before removing cataract. The patient is scheduled to see the surgeon's colleague for follow up. Multiple sutures were used to close the wound. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).